Manufacturer narrative:
The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, the possible causes may include components such as electrical cables, circuit boards, capacitors, integrated circuit (ic) chips, electrical leads or wires, electrodes, switches or relays, access ports, actuators, bearings, caps, chains, chassis or frames, connectors or couplers, connector pins, covers, cylinders, pins, prongs, retainers, rivets, screws, filters, handpieces, housings, joints, knobs, labels, levers, plates, plugs, potting material, rings, seals, strain reliefs, tips, translational motion components, tubes, valves (including control valves), locking mechanisms, protectors or shields, flanges, and guides, with no identified design or manufacturing issues. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during inspection for use, the gastrointestinal videoscope exhibited intermittent image issues when the scope connector was moved. There were no reports of patient involvement.